Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors. System operates as intended.

Event description:
Customer reported the image went black and the tube is making strange noises. No pt injury was reported.